Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with post-paced t-wave oversensing on the implantable cardioverter defibrillator. No patient symptoms were reported. Programming changes were discussed.